Event description:
Hospital staff responded to a cardiac arrest, the device was unplugged from ac power and turned on while moving the device to the patient's room. ECG electrodes and defibrillation electrodes were attached to the patient. The nurse selected 360-joules for the defibrillation energy. Reportedly the device charged to 2-joules, stopped charging and went back to the main screen. The nurse tried twice more to charge the device, each time the device charged to 2-joules, then stopped and went back to the main screen. The nurse cycled power to the device and successfully delivered a shock to the patient. The reporter stated there were no adverse affects to the patient as a result of device operation.

Manufacturer narrative:
Medtronic evaluated the device and observed proper operation during functional and performance testing. The electronic patient event record was retrieved from the device, the patient record documents a service indication immediately after power on followed by 2 charge removed indications. The service log was checked. No error codes were logged in device memory. The power supply board was replaced as a preventive measure. Root cause for the reported event was not conclusively determined but may have been due to the device power on occurring while the device transitioning from being connected to ac power and operation on battery power, causing the device to power up in an unstable mode and illuminating the service indicator. Information regarding the proper power up sequence for the device was provided to the customer.